Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported high impedance was confirmed. Visual inspection did not identify any broken wires in the lead body. Electrical testing identified an electrical open on channel #1. X-ray imaging idientifed a broken wire in the terminal end. As it was reported high impedance was observed prior to explant, the broken wire is consistent with an overstress condition the lead was subjected to whil ein vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted.